Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to high/undefined rv coil impedance on the right ventricular (rv) lead. A spike in pacing impedance was also noted. The lead remains in use. No patient complications have been reported as a result of this event.